Event description:
The customer reported that his blood glucose reached 23 mmol/l [414 mg/dl] and that the needle never retracted.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.